Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.the serial number provided by the customer in the initial report was deemed invalid upon extended investigation and therefore section d4 has been updated to unk.

Event description:
A customer reported the error message "scan again in 10 minutes" when scanning the adc freestyle libre sensor for 2 hours or more. On (B)(6) 2020, the customer did not feel well and experienced dry mouth, dizziness, being thirty, and subsequently losing consciousness. Hcp was made and a blood glucose of 418 mg/dl was obtained on the hcp meter and the customer was treated with insulin (does unknown) and serum for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message "scan again in 10 minutes" when scanning the adc freestyle libre sensor for 2 hours or more. On (B)(6) 2020, the customer did not feel well and experienced dry mouth, dizziness, being thirty, and subsequently losing consciousness. Hcp was made and a blood glucose of 418 mg/dl was obtained on the hcp meter and the customer was treated with insulin (does unknown) and serum for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.